Event description:
During verification testing at the service center, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service code. During additional testing leakage from the disposable batteries was noted in the device battery compartment.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.